Event description:
Inserting midline, upon retracting the needle, it was stuck. Entire midline had to be removed.

Manufacturer narrative:
On (B)(4) 2014 returned device shows improper technique. This is reportable event. A lot history review (lhr) of rexl0399 showed no other similar product complaint(s) from this lot number. The complaint of difficulty in retracting the needle is confirmed and will be considered user related. Returned for evaluation is the delivery system for the powerglide catheter that included the guidewire, introducer needle and the damaged 8cm catheter. Gross and microscopic examination of the complaint sample revealed a sharp bend in the catheter. Between the distal end of the pink taper and the sharp bend site severe buckling in the quadraflex tubing was observed. This buckling in the catheter is concentrated just distal to the pink taper. Distal to the sharp bend, the tubing exhibits no damage. In conjunction with the sharp bend in the catheter a sharp bend in the guidewire is observed. It should be noted the distal weld tip is unremarkable and the outer coils are concentric. The sharp bend in the wire is located on the solid portion of the guidewire (just proximal to the coiled portion of the wire). No wire breakage and no catheter shearing were observed during gross and microscopic examinations. It appears the catheter was not completely inserted prior to retraction of the introducer needle. If the needle tip is inadvertently pulled out of the vessel while the catheter is being advanced, the needle will no longer support the catheter which would allow the catheter to kink over the guidewire during advancement. If the catheter kinks over the guidewire, the catheter is susceptible to buckling and bending resulting in complications during the placement procedure. The product instructions for use (IFU) provide written and illustrated info on proper placement techniques and to avoid circumstances that could jeopardize the functionality of the catheter. Gross visual and microscopic examinations and functional testing showed no evidence of a defect or deformity related to the manufacturing process.